Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having high blood glucose levels and bent cannulas, but the insulin pump has not given the no delivery alarm. Troubleshooting was not possible as the customer didn't have the tubing clamp. Nothing further was reported.